Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 12apr2017. During troubleshooting efforts between merge technical support and the customer, it was found that the connections to the pdm (patient data module) needed replacement thumb screws. Merge technical support shipped the replacement hardware to the customer on 14mar2017 (reference (B)(4)). The faulty screws were scrapped onsite by the customer. Information obtained from the customer on 05apr2017, revealed that the connector and bracket were corroded from saline and other fluids dripping on it. The corrosion prevented the components from connecting correctly. A review of the customer's hemo case management within merge healthcare's internal database found that no other thumb screws have been shipped to the customer as of 24feb2018. Revised information contained in this supplemental report includes the following: updated contact office - name/address. Date new information received by manufacturer (date of follow up communication with the customer). Indication that this is follow-up report 1 . Indication of additional information and device evaluation . Physical structure testing (testing the device for problems related to the incorrect or inadequate arrangement of the parts, components, elements, or materials.) Degradation problem (device problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion.) Human factors issue. Indication of additional manufacturer information is contained in this follow-up report

Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare. For this reason, conclusions code (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that during a stemi procedure (st elevation myocardial infarction) the pdm (patient data module) disconnected from the hemo monitor. Subsequently, there was a loss of patient monitoring. It was further reported that a portable EKG with vitals was used. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could result in harm to the patient. The customer reported that procedure was completed successfully with external monitoring. (B)(4).